Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the plastic ring inside the snap cap component had become dislodged from the silicone cap component of the device, and that the shunt was replaced. According to the report, the patient was doing fine and was discharged from the hospital following the event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.